Event description:
Information was received indicating that an cadd ms3 displayed a battery depleted error and the alarm stops abruptly. The pump was changed out, but the second pump is also alarming. It was also reported that the pump was dropped. There were no adverse events reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found rear housing damaged. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Upon review of the event history log, no evidence of the reported customer complaint was confirmed. Device underwent functional testing and the customer complaint was unable to be confirmed. Device noted to have no battery depleted issue. The device passed all functional tests.